Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 90% to 70% over 3 days. However, the customer stated that the battery indication was wrong. The customer¿s blood glucose level was 115 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.